Manufacturer narrative:
The pusher and implant were returned for analysis. The body coil of pusher was stretched and damaged at the transition area. The implant was found detached from the pusher. The heater coil does not contain any burn damage. To evaluate possible detachment mode, the attachment monofilament was dissected out of the pusher, which revealed the monofilament tip to be stretched. The rebound length of the monofilament was measured at 0.080" which is within specification. The coil was knotted near the distal tip of the implant. The implant was stretched throughout the mid portion of the implant, and the tie knot area was damaged. Based upon the investigation analysis and available information, the reported complaint is confirmed. The implant was found separated from the pusher. The root cause is most likely the implant experiencing over specification of pull force which caused it to detach from the pusher. This can occur if the implant became stuck in the microcatheter; however, there is no indication on the implant that can confirm this. The microcatheter was also not returned to be evaluated since damage to the catheter that could also cause the implant to become stuck.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in an unruptured aneurysm, the coil detached inside the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention. The patient's condition was reported to be normal.